Event description:
The customer initially reported that their device had its service indicator illuminated and had logged several event codes. After a device evaluation, it was observed that the device would take around 20-30 seconds to boot up and intermittently not complete a boot up cycle. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed pcb assemblies and determined that the cause of the reported failure was due to a shorted integrated circuit chip, designator u61 from the system controller pcb assembly.